Manufacturer narrative:
Date of event: unknown. Medical device expiration date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. This is the 2nd complaint for needle hub separates on this lot number. A review of the manufacturing records was performed and one non-conformances was raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (2) 0.5ml insulin syringes in open polybags from lot# 9176542. The consumer reported that needle hub separated and needle shield is difficult to remove. Both returned syringes were examined and it was observed that both exhibited a detached needle hub/shield assembly. No damage to the barrel tip of either syringe was observed. Manufacturing (holdrege) will be notified of the observed issue. CAPA/sa - CAPA (B)(4) has been opened to address this issue DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd syringe 0.5ml 31ga 8mm hub separated from the device. The following information was provided by the initial reporter : the consumer reported the needle hub separated and the needle shield was difficult to remove. Date of event : unknown. Samples : available.